Event description:
A pt suffered a 2nd-degree burn in the upper left arm. The pt had previously had a metal plate installed in the arm. The operator manual specifies that pts with implants are not be scanned because of induced electrical currents and heating.